Event description:
Following a successful completion of an atrial fibrillation radio frequency ablation procedure, the patient suffered transient ischemic attack. It was noted when the patient woke up. After CT checking on (B)(6) 2022, the patient recovered gradually and stable now. There was no performance issues with the devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported transient ischemic attack could not be conclusively determined.